Event description:
Complaint # (B)(4).

Manufacturer narrative:
The sample was investigated at maquet cardiopulmonary gmbh laboratory on 2024-01-29. The oxygenator was received without any damages, cracks, impact points, scratches, deformations and breaks. A corrosion was detected at dialysis connector. There was not any sample line, or luer cap was attached to luer lock connector. Visual control of the luer lock connector of de-airing valve shows no damage, crack, and scratch on it. Leakage test was performed at 1.5 bar, and a leak was detected at blood inlet and blood outlet connector. After, applying a second cable tie to these connectors, there were not any leakage was occurred. The oxygenator was tested for 6 hours, and no leakage was detected. Based on the laboratory investigation results, failure could not be reproducible, therefore failure could not be confirmed. Investigation is still ongoing. Further information has been requested from customer based on the results of sample investigation. A follow-up medwatch will be submitted when further information becomes available.

Manufacturer narrative:
It was reported that leakage was occurred at quick prime line / raping valve post of oxygenator. The failure was detected during priming and the product was not used on patient. No harm to any person has been reported. The product was investigated at maquet cardiopulmonary gmbh laboratory on (B)(6) 2024. A visual inspection was performed for the reported luer lock connector area of oxygenator and for whole oxygenator. There was not any damage detected on oxygenator. The sample line was not attached to luer lock connector neither was found inside the return package. Leakage test was performed for 6 hours and there was not any leakage detected on the luer lock connector area of oxygenator as reported in complaint. Based on the laboratory investigation results, failure could not be reproduced, therefore failure could not be confirmed. The production history record (DHR) of the affected quadrox-I adult with lot # 3000292299 was reviewed on (B)(6) 2024. According to the DHR results, the product quadrox-I adult passed the defined manufacturing and final release specifications. There is no indication on manufacturing issues. Thus production related influences are unlikely. The production history record (DHR) of the affected hqv 51202 with lot# 3000297439 was reviewed on (B)(6) 2023. According to the DHR result, the product hqv 51202 passed the defined manufacturing and final release specifications. There is no indication on manufacturing issues. Thus production related influences are unlikely. Based on the investigation results, exact root cause could not be determined and failure could not be re-producible during laboratory investigation. However, the reported failure was identified as part of the current risk assessment and control of quadrox-I small adult/adult, quadrox-ID adult (dms#(B)(4), v19): - condensation occurred in the product might have been understand as leakage. This root cause could not be confirmed. The reported failure is mitigated in instruction for use of the product. IFU quad-I,adult,small adult,screw g-300, 701067796 v07, page 13: due to a temperature gradient between the water and the gas supply as well as the ambient conditions, condensation may form inside and on the quadrox-I during use. - monitor the quadrox-I for signs of leakage. - if, during use, condensation occurs but there are no signs of leakage, it is not necessary to replace the quadrox-I. The customer will be informed about the results by getinge sales and service unit. The occurrence rate was calculated for the reported failure and product and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint #(B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when further information becomes available.

Event description:
It was reported that leakage was occurred at quick prime line / raping valve post of oxygenator. The failure was occurred during cardio pulmonary bypass but no clinically significant blood loss occurred that compromised the patient. No harm or death to any person was reported. Complaint (B)(4).